Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had streaks on the screen. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h1 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leak in cable unit, dirt on focus ring, water tightness was lost, poor contact of camera unit, image had linear scratches and flare occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of streaks on the screen and flare occurs was due to water leak in cable unit. The most probable cause of the image has linear scratches was due to poor contact of camera unit. The most probable cause of water leak in cable unit, water tightness is lost and poor contact of camera unit was traced to a component failure. The most probable cause of dirt on focus ring was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.